Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through . Analysis found that the patient was scanned with a head frame on. The 3d model does show this and cannot be cropped or thresholded out. When attempting to threshold, the headframe stays in the model. The patient exam was not to protocol . Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having issues registering the patient. The health care professional (hcp) explained that the scan was taken with a head piece on and was failing tracing. They reported that all the dots they were getting were green, however, the scan did contain artifacts from the initial scan. They attempted to do a 3-point tracer, the dots were shooting off the anatomy and the hcp did not want to perform this method. They attempted to threshold it out but whenever the artifact was removed, it would also remove the skin or anatomy with it. The moved onto point merge and were able to pass registration, however, the hcp was not accurate. Navigation was aborted causing the procedure was extended less than an hour. No known impact on patient outcome.